Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the calibration portion of the touchscreen test. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During preventive maintenance testing at the user facility, the device did not pass the touchscreen test during calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.